Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous high blood glucose (bg) level of highest over 600 mg/dl. The customer reported had changed out the supplies multiple times. The customer delivered a bolus with the pump, manual injections and contact their healthcare provider to address bg level. The customer reported that the cause of the high bg level was unknown. Additionally, the customer reported that their settings had been erased and the customer's healthcare provider had to re-enter the settings. The customer's blood glucose was 250 mg/dl at the time of the reported event. During troubleshooting with tandem technical services (cts), cts identified that the customer had entered a new profile and received an incomplete profile alert 16. Cts verified that there were no resets or data alerts observed. The contact acknowledged that a new profile may have been entered.